Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient needed to have their system removed to have an MRI and there was a lead issue during removal on (B)(6) 2016. The patient's hcp removed the implantable neurostimulator (ins) and most of the lead, but thought there may be an electrode left in the patient. It was unknown if anything else was planned to retrieve the lead fragment and unknown if the patient recovered completely. No medical symptoms were reported.